Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/19/2025. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicate the last active sensor session, prior to the event date of (11/14/2024), ended on (B)(6) 2024 when the session stopped due to end of session. The next sensor session didn¿t begin until (B)(6) 2024. Therefore, there is no data for the time period of interest. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient experienced a severe hyperglycemic event while using an active continuous glucose monitoring (cgm) sensor. The patient reported feeling unwell, with symptoms including excessive thirst, confusion, disorientation, nausea, and vomiting, which rapidly progressed to loss of consciousness. The patient was unable to verify cgm or blood glucose readings at the onset of symptoms. The patient was discovered by their partner, who called emergency services. Upon hospital admission, the patient was diagnosed with diabetic ketoacidosis (dka), with a reported blood glucose level of approximately 1,200 mg/dl. The patient experienced multi-organ failure and required life support for four days, remaining hospitalized for a total of 10 days. Treatment included intravenous insulin, dextrose, saline, fluids, glucagon, gvoke, and nutritional support. During hospitalization, the patient also underwent lung surgery at an unspecified time due to a blood clot and was prescribed medications including albuterol, breo, and an unspecified inhalation therapy for asthma. No correlation was reported between these conditions and the hyperglycemic event. There was no documentation of additional medical evaluation or intervention following discharge. At the time of reporting, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.